Event description:
It was reported that the pta balloon ruptured during use in the arm (atm unknown). There was no reported retraction difficulty. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The investigation confirmed for a loss in bond at the proximal cone. The investigation is unconfirmed for material rupture as no ruptures were identified in the returned sample the ser likely perceived the loss in bond as a material rupture. The root cause could not be determined based upon available information. It is unknown if procedural issues or patient issues contributed to the reported event. Per the complaint comments, a syringe was used to inflate the device. Therefore, the pressure at which the failure occurred is unknown. The conquest pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as the warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.